Manufacturer narrative:
Damaged diring mechanism. Evaluation summary: the analysis results found that one device was returned with no visual non-conformances and with no cartridge loaded on the device. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. After further analysis, it was noted that the firing mechanism was damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was broken. Even though the release button is not part of the firing mechanishm, when it breaks, it creates friction to the firing trigger, not allowing the trigger to properly return to its home position. We have documented the circumstances as they were reported to us. In addition complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an ladg procedure, the jaw would not open once closed, in spite of pressing the release button as well as pulling up the manual release lever as instructed. Unk how case was completed. There were no adverse consequences to the pt.